Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional gore device related to this event: (B)(4).

Event description:
On (B)(6), 2010, the patient was implanted with multiple gore excluder aaa endoprostheses. On (B)(6), 2010, the patient was implanted with an additional gore excluder aaa endoprosthesis. Further investigation is in process.